Manufacturer narrative:
Correction: correcting manufacturer date from may 25, 2023 to may 24, 2021. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to a review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because the phenomenon was not duplicated during device evaluation, the root cause of the phenomenon could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The device was returned to olympus for evaluation and the customer's allegation was not confirmed, there was no fault detected. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported to olympust that scope error e105 occurred on the visera elite ii video system center. There was no patient harm associated with the event.